Manufacturer narrative:
The device was returned for analysis. The reported ¿device failed to fire and did not show repair wires¿ was not confirmed based on the limited reported information. A review of the additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device related to an unspecified procedure. Reportedly, "the device failed to fire and did not show repair wires" [suture retrieval issue]. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.